Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s son reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 412 mg/dl. The customer was trying to link the meter to the carelink and was trying to upload the insulin pump. The insulin pump will not be returned for analysis.